Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During the processing of this complaint, attempts to obtain event information were made but not received.

Event description:
It was reported the patient's ipg was explanted on an unknown date and replaced for an unknown reason. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.